Manufacturer narrative:
Report source: USA. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for parkinson¿s disease. It was reported that the patient still had no ¿improvement¿ and continued to not be able to walk or talk with the second implant in (B)(6)2016. Reference manufacturer report # 3007566237-2017-01198 for the first implant and when not being able to walk or talk started.